Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The rotor controller firmware was found to be corrupted. The firmware was reloaded and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system stated initializing collimator. The site restarted the system 3 times before the message went away. After clearing the message it took the system longer than usual to open. It took approximately 30 seconds. There was no patient impact reported and no delay to surgery.